Event description:
During a remote follow up, noise resulting in oversensing and decreased impedance were noted on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.